Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 6 mm from the balloon proximal tip. The review of the lhr (lot f1234703) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci dist that a pt underwent a coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during prep. A device from another MFR (angioseal) was used successfully.